Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced a low blood glucose level of 43 mg/dl at 4 am in the morning. The customer did not know why their blood glucose level was low but they stated that they their past few weeks were stressful. The customer treated their low blood glucose with glucose tablets and a soda. They checked their blood glucose level at 5 am and it was 159 mg/dl. No further assistance was needed. The device will not return for analysis.